Event description:
It was reported that after the regulator and y connector were replaced it would not get up to 200. Was only getting to 150, would not go past 200. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received confirming the event occur during pre-test. No patient involvement or harm.

Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted the a cracked return tube. Power wires going into a connector that plugs into the printed circuit board (pcb) had loose wires. Back panel missing screws. Back panel ground wire has been removed from the ground block. Functional testing found the device was "not re-circulating fluid; pump assembly". The air pressure was over 7 psi and could not be adjusted down; the device was "stuck at 7 psi". This far exceeds the 5.6 psi specifications. Investigators also noted a damaged regulator (probable cause is being turned up too high). The device did not pressurize either cuff fully due to both of the pressure cuffs having faulty components that were leaking air. Complaint was confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No actions taken on the device tower for customer reported problem. However the faulty component's in each pressure cuff were replaced to address the customer reported problem. Replaced the pump assembly and regulator. Replaced the return tube and o-rings per preventative maintenance. Device passed functional testing after the completed repairs.